Manufacturer narrative:
The facilities maintenance indicated that the weld on the side rail appears to be cracked starting at the foot and pivot going to the upright post. A new side rail was sent to the facility to repair the bed. The defective side rail is being returned to hill-rom.

Event description:
Alleged that a pt had cut their forearm where the metal cracked on the right head side rail. The treatment provided was bandages applied to the cut.